Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. Evaluation of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed with respect to clotting/fibrin/fibrin mass based on the photos only; all testing on retention samples was satisfactory.

Event description:
It was reported that 22 bd vacutainer® sodium fluoride 10mg potassium oxalate blood collection tube had clogged instrumentation probes and clotting. The following information was provided by the initial reporter: "all the samples taken, in a total of 22 units, clogged. Customer needs a communication as soon as possible to find a solution, since they don't have other tubes and shall give a response regarding the samples taken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 22 bd vacutainer® sodium fluoride 10mg potassium oxalate blood collection tube had clogged instrumentation probes and clotting. The following information was provided by the initial reporter: "all the samples taken, in a total of 22 units, clogged. Customer needs a communication as soon as possible to find a solution, since they don't have other tubes and shall give a response regarding the samples taken."